Event description:
It was reported that a patient experienced suspected peritonitis manifested by a cloudy bag coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event was not reported. The patient outcome is unknown. Action taken with therapy was not reported. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted. This is the same patient as (B)(4).